Event description:
It was reported that the pt was not able to adjust stimulation and noted that the upper limit was reached. The caller reported intermittent stimulation following a fall around the beginning of (B)(6). The pt slipped while walking down the stairs and grabbed something to prevent his fall. At the time of this report, the pt had an appointment scheduled with his hcp. Additional info has been requested and will be made as follow up becomes available.

Manufacturer narrative:
(B)(4).